Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot #1j5188b. She opened the bottle of test strips on 1/13/97 and immediately performed a blood glucose test. The result was 30 mg/dl. Because she did not have any hypoglycemic symptoms, she performed a second test and the result was 32 mg/dl. She immediately performed a test using a second device and the result was 140 mg/dl. The code was set correctly for all tests. The desiccant is in the bottle of the first device. Solution was opened approx 2 weeks ago and the customer shook it well before testing. A check strip test was also performed and the result was in range (no specific result available). The customer did not have her meter available at the time of the call, so no tests were performed with the co representative. She stores the test strips in the den.